Event description:
The mallinckrodt customer service engineer (cse) reseated the circuit boards during service. After reseating the circuit boards, it was noted that the audio alarm would function intermittently. It could not be determined by the cse, if the intermittent audio alarm was caused by the re-seating of the boards or if it was an existing problem. It is also noted that a third party firm serviced the device just prior to the MFR field service. The cse inspected the device and replaced the conversion board and the mother board. The unit then passed extended self testing. There was no pt harm or change in therapy reported.